Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that the event was caused by physical stress / chemical stress / storage environment, etc. - according to the inspection result by local service department, the followings were confirmed. * coating on insertion section peeled off at large area. * whole rubber of insertion section corroded and fell off, and metal tube exposed. - IFU states caution regarding physical stress, reprocessing method and storage environment of device. - according to past similar cases, the possible causes were physical stress and chemical stress, etc.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the sterilization with kesp plasma sterilizer in the supply room to prepare for the procedure, it was found that the whole rubber of the endoscope insertion tube was corroded and fell off, and the metal tube was exposed. The intended procedure was completed with another urf-p6. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the coating on the insertion tube was peeling off at large area due to deterioration.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.